Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
It was reported the patient underwent surgical intervention on an unknown date, wherein the ipg was explanted. No further information is known at this time.